Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Perform pairing test with nordic (B)(6) device and unit passed. Performed share log review and no share log data to review. The reported event of loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A transmitter pairing test was performed with nordic bluetooth device and transmitter passed . The global transmitter final function test was performed and passed as well. No share log data to review. The reported customer complaint could not be reproduced with the transmitter and the complaint could not be confirmed. The root cause could not be determined post investigation.